Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken battery drawer. It was further reported that the epg had a broken case, both the upper and lower portions. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: the complaint was confirmed. The following components were found to be damaged or otherwise in need of replacement: case and various case components, main keypad, and battery contacts. The device was returned unrepaired, per customer request. If information is provided in the future, a supplemental report will be issued.